Event description:
This patient was undergoing a laparoscopic ventral hernia repair status post abdominal colectomy with ileal pouch anal anastomosis and subsequent ileostomy takedown. The patient developed a ventral hernia at the ileostomy site. During the operation, multiple hernias were found. The surgeon used a piece of 20 x 30 cm dual-sided gore-tex mesh. According to the operative note, the mesh was secured to the abdominal wall using a suture. Stitches were placed in the mesh extracorporeally and in each corner extracorporeally. The mesh was then placed in the abdomen, and using a suture passer, the four corners of the mesh were sutured to the anterior abdominal wall. Using a laparoscopic tacking device, the mesh was then tacked to the anterior abdominal wall all around the edges. Additional sutures were placed at 2 cm intervals all aound the edges of the mesh using a suture passer device. Upon attempting to pass a suture at the left lower quadrant, the suture passer device broke and the metallic tip of the device was retained in the patient. It was retrieved using fluoroscopy. There was no injury to the patient.